Manufacturer narrative:
(B)(4). Investigation summary ==> the received device was forwarded to depuy commercialized product development for evaluation. Evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of femur and tibia at bone/cement and cement/implant interface. Unknown cement was used. Doi: 2001; dor: (B)(6) 2018; right knee.